Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field presentative that an rt202 "circuit canister faulty not accessing water to drain from the gastro feeding bag into the canister." This was noticed prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field presentative that an rt202 "circuit canister faulty not accessing water to drain from the gastro feeding bag into the canister." This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v was returned to fph in (B)(4) for inspection. It was visually inspected and performance tested by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: visual inspection revealed drops of water inside the chamber dome. When connected to a waterfeed bag, the chamber filled successfully to about 7mm below the maximum fill line. Conclusion: we were unable to replicate the reported fault with the returned mr290v chamber as it functioned normally during testing. The user instructions that accompany the mr290 vented autofeed humidification chamber illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimetres above the chamber to ensure proper water flow. It also advise that the filter cap must be opened if a water bag or bottle is used. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.